Manufacturer narrative:
The manufacturer previously alleging the device was alarming while in patient use. The manufacturer received information alleging cardiac arrest and death. The dme checked the alarm and found only one "high expiratory pressure" alarm. The device was returned to the manufacturer and based on the manufacturers investigation lab the following was concluded: 1) during the visual inspection, pil tech could not observe any signs of black particulate indicative of foam degradation inside the unit after disassembly of the unit. 1a)pil tech could observe foreign particles of external environmental origin inside the unit blower inlet, blower bellows, and most notably inside the transition tube of flow path. After further visual inspection, pil tech observed and could confirm missing porting block adapter caps (ports 1,2,4,5) on porting block adapter inside the unit. 2. During the pil analysis, tech could not duplicate e-109 from the service. However, tech verified e-110, e-165 were generated during unit operation on 10-20-2023 and 10-23-2023. 3. Tech noticed that the failures noted in the posttest report for check sw revision, check clock settings, internal battery build date, detachable battery build date are expected failures and would be corrected at the service center. However, tech verified out of spec results for pprox(proximal pressure-mt2 sensor),control pressure(mt3 sensor) and monitor pressure (mt1 sensor). The control pressure and monitor pressure failures were due to sensor drift, suspected of sensor contamination issue. 4. During further analysis, pil tech performed testing on the unit sensor board and unit flow path. Pil tech has determined that unit sensor board and flow path operate as expected. Pil tech could determine that mt2 sensor on suspect unit sensor board was not the cause of failed test steps for pprox(proximal pressure) noted in the posttest report. Pil tech could not duplicate e-109, e-110, e-165 with two port porting block and stb porting block caps installed into the unit during the unit operation. Pil tech verified the unit passed test steps for proximal(pprox) pressure in posttest report during the post testing. 5. After further evaluation, pil tech has determined that the root cause of pprox(proximal pressure) failure and e-110, e-165 errors was due to missing porting block adapter caps(ports 1,2,3,4) inside the unit.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging the device was alarming while in patient use. The manufacturer received information alleging cardiac arrest and death. The dme checked the alarm and found only one "high expiratory pressure" alarm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete upon the device's return and evaluation.

Manufacturer narrative:
The manufacturer previously alleging the device was alarming while in patient use. The manufacturer received information alleging cardiac arrest and death. The dme checked the alarm and found only one "high expiratory pressure" alarm. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.